Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level had been elevated (400-500 mg/dl) with moderate ketones, since (B)(6) 2016. Reportedly, the customer was in the (B)(6) on (B)(6) 2016 and the pump had been out in the sun under high temperatures and the customer stated that the insulin had likely become degraded. The customer had changed out supplies, but bg level was still noted to be elevated. The customer also took a manual injection. During troubleshooting with tandem technical support, air bubbles were noted. The customer performed fill tubing to expel air bubbles.